Event description:
It was reported to philips that the system was unable to boot, stalling at 00:00. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely with the customer and confirmed that the system countdown does not start at 0:00 and lateral fluoroscopy cannot be performed. The system log file was checked and the rse determined that the cause of the problem was the drive system control pc (geo ipc), which prevented the system from booting properly. The defective geo ipc was returned to philips for further analysis. The analysis confirmed the malfunction of the power supply unit (psu) and unable to power on the psu. To resolve the reported issue, the fse replaced the faulty drive system control pc (geo ipc). After functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.